Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported one cannula holder had a crack and could not be used. To aid in the investigation, one sample was received with no packaging blister for evaluation by our quality team. A visual inspection was performed and the needle hub has a crack. No other defects or imperfections were observed. The photo provided shows the sample received. This defect can occur if the needle hub was not properly seated in the rack when the plastic shield was assembled inducing the needle hub damage. A device history record review was completed for provided material number 302047, lot number 9193528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are continuing to monitor this process and are paying special attention when performing the in process and product inspections. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub was cracked. The following information was provided by the initial reporter: "1 cannula holder had a crack and could not be used."